Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was over 240 mg/dl. Pump system check was performed with tandem technical support. Source of blockage was not identified. Reportedly, customer changed pump supplies and resumed insulin therapy.